Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. Share log was reviewed, however, the log contained nothing related to the customer complaint. Confirmation of the complaint was not confirmed via product. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined.